Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported an unexpected outcome. Toric intraocular lens (iol) repositioning was performed and no exchange was needed. The iol was rotated approximately 40 degrees clockwise guided by the aberrometer reticle. A heavy open wire speculum was used. The live data displayed a significant decrease in cylinder magnitude once the iol was placed on 75 degree axis based on steep keratometry data.